Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a 'double beep with cassette.' Found during testing, there was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed and a high-pressure alarm was observed. Functional testing confirmed the customer reported issue. The cause was the downstream occlusion (dso) sensor. The dso sensor was replaced to resolve this issue.